Event description:
Information was received from a manufacturer representative. It was reported that they were prepping the implantable neurostimulator (ins) on the day prior to the date of this report. The manufacturer representative stated that they went to use the ins and it was at 25% battery life. The patient stated that they were pretty sure they charged it to full prior to use. It was noted that the manufacturer representative charged it to full on the date of this report and was to monitor to see if the battery stayed full. The manufacturer representative stated that they would return the ins if it dropped in charge level. No patient symptoms were reported, as there was no patient involvement, and there were no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the battery was charged to 100%. 24 hours later the battery still showed 100% so it was implanted. No patient symptoms or complications were reported in this event.